Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: head fem type 1 taper mod 28mm +3mm co cr lot #121360 ID# 163663. Trispike magnum 46odx40id lot #082440 ID: us257846. Active articulation bearing e1 28mm ID x 40mm od lot #905950 ID# ep-200146. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00785 head. 0001825034-2020-00786 bearing. 0001825034-2020-00788 cup.

Event description:
It was reported patient experienced severe pain of unknown origin and was brought to the hospital three days post implantation. The patient has history of organ failure, weight loss of 100 pounds in one year, and at some point received 9 transfusions of unknown product. The patient expired 19 days post-surgery due to unknown reasons.